Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 3.5 inches from the pump housing and a 33.5 inch distal segment was also returned. Two driveline segments measuring 10.5 inches and 25.5 inches, respectively, were previously returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon pump disassembly also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned driveline did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. The 3.5 inch section of driveline attached to the pump revealed breaches to the insulation of the red and orange wires approximately 3 inches from the pump housing. The red and orange wires redundantly support motor phase 3. All remaining segments of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire's insulation. This test revealed breaches to the insulation of the black and brown wires approximately 4.75 inches from the wire repair of the 33.5 inch distal segment of the driveline. The black and brown wires redundantly support motor phase 2. The observed wire damage appeared to be the result of repetitive flexing. Abrasions to the other wires were noted, but the remainder of the driveline was otherwise unremarkable. If the exposed conductors of the red, orange, black, or brown wires contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the alarms and pump stoppage events that were confirmed through the analysis of the log files. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad system produced the red heart/pump stop alarm. Multiple system controllers were connected to the driveline in the operating room, but the alarm could not be cleared, which suggested a driveline fracture. The physician requested that the manufacturer's technical services evaluate the driveline and perform an external driveline repair. The patient was reported to be asymptomatic. The patient¿s system controller log files and driveline x-rays were submitted to the manufacturer¿s technical services for review. The log files submitted displayed multiple low speed and pump stop events occurring on both battery and power module with patient cable support. The x-rays of the patient¿s driveline were also reviewed and displayed an area of concern near the system controller bend relief. On (B)(6) 2016, the manufacturer¿s technical services arrived onsite for the driveline evaluation and repair. Phase interrupter tests were performed which did not reveal any open wires. The driveline repair was performed beginning about 8 inches from the distal end of the driveline. The patient was then placed on the power module using a grounded patient cable. Post repair, the red heart alarm occurred again when the patient leaned back in bed. It was suspected that the driveline fracture was in the internal portion of the driveline. A second repair of the external portion of the driveline was requested by the physician. This repair began approximately 2 inches from the skin exit site, at the velour. After the second repair, the patient was again tethered to the power module with a grounded patient cable, but the red heart alarm occurred again. The patient was placed on battery power without issue. On (B)(6) 2016, the patient underwent a pump exchange for the driveline fracture.